Event description:
Patient was brought to surgery for temporary lead implant and generator replacement due to pocket infection. Surgeon decided to keep epicardial lead 511212 and move new device to right side.